Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary:the complaint device was received at the service center and evaluated. It was reported that biomed received a unit to them with a note that the wash portion starts on its own and the pressure skyrockets. Per service manual operational and diagnostic, the reported failure was confirmed. During evaluation, it was identified that the internal gear was worn. Also, the springs on pressure arms were defective. Finally, the preventive maintenance was completed with the upgrading software and cpld. The repair and testing of the unit was completed per the service manual, bringing the unit back to full functionality. The unit passed all functional tests and is fully operational. The root cause can be attribute to an internal deterioration and wear of the components; moreover, lack of maintenance. However, this cannot be conclusively affirmed. As a potential cause cannot be associated to manufacturing, therefore a manufacturing record evaluation is not required. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
Product complaint #: (B)(4). UDI: (B)(4).

Event description:
As reported by the customer, biomed received a unit to them with a note that the wash portion starts on its own and the pressure sky rockets. They believe there was not a case involved but could not confirm. She did state if a case there was not any patient consequence.